Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information from the casebook 12jun2024: primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa) date of procedure: (B)(6) 2023 date of hospital discharge: (B)(6) 2023 device used: zta-pt-42-38-173 (e4464445) proximally and zta-pt-38-34-167 (e4457100) distally. Were any non-zta graft(s) or stent(s) implanted during the procedure? No are the study device(s) patent (after graft was completely implanted)? Yes was the left subclavian artery covered by the graft fabric? No type of taa: fusiform pre-procedure imaging on 21sep2023: proximal and distal neck ¿ parallel intended proximal seal zone: - zone 3: first 2cm distal to left subclavian. Intended distal seal zone: - zone 5: mid descending aorta to celiac aortic arch type: type iii length from left common carotid (lcc) to most proximal extent of dissection/aneurysm/penetrating aortic ulcer (pau) (mm): 30 length of proximal sealing zone (mm): 30 length of distal sealing zone (mm): 5 maximum diseased aortic diameter: 64 maximum diameter in aortic arch: 36 maximum diameter in descending thoracic aorta: 64 proximal neck: 36mm (maximum)/ 35mm(minimum) distal neck: 32mm (maximum)/ 32mm(minimum) were any significant medical problems or complications developed during study procedure? No were any additional procedure(s) performed during the study procedure? No is there evidence of endoleak(s) at the completion of procedure? No 1-month follow-up visit on 29jan2024: endoleak type 1 is there evidence of device issue(s)? = no was a new secondary intervention performed to treat the endoleak(s)? No staged procedure: thoracic aortic fenestration date of staged procedure: (B)(6) 2024 (85 days post-procedure).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). The patient was treated with zta-pt-42-38-173 (proximal device, (B)(4)) and zta-pt-38-34-167 (distal device, (B)(4), FDA ref # 3002808486-2024-00077). Based on information received regarding length of distal sealing zone of 5mm, the endoleak is a type 1b endoleak related to the zta-pt-38-34-167 ((B)(4)), which was implanted distally and is not related to the zta-pt-42-38-173 ((B)(4)). The event of a type 1b endoleak is handled in the linked (B)(4) (FDA ref # 3002808486-2024-00077). As the event had no direct involvement of the zta-pt-42-38-173 the event is considered not reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: endoleaks type I. Patient outcome: no secondary intervention was performed to treat the endoleak.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.